Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, adjust belt or check belt messages) has been confirmed. Upon investigation, the belt was unable to complete incoming testing. The root cause for the failure was the electrode belt a and b cable was severed, with all wires cut. The root cause for severed cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt/check belt messages.